Event description:
The customer reported that the cot (with a patient on it) got stuck and would not unload from the powerload system, resulting in a delay. However, no injuries to the patient were reported. The customer was eventually able to release the cot from the powerload system. Mfrs investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.

Manufacturer narrative:
The unit was evaluated by the distributor. The distributor could not find any defects or duplicate the alleged issue. Mfrs investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.